Event description:
Needle pull off. Customer reports that needles were separating from the suture during surgery. There are no reports adverse consequnce to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requries reporting of incident once medical device family initially reported assuming incident could recur.